Event description:
Before the stapler had been fired, the anvil malfunctioned as it flipped while it was being placed into the pursestring stitch. A second stapler was used to complete the procedure with difficulty.what was the original intended procedure?perineal protectomy.